Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call, the insulin pump alarmed battery out limit while the customer was at school. The customer didn't remove the battery from the device. The customer's parent the alarm during normal use indicated the battery cap was loose. Customer's parent was concerned that the time reset. Customer's parent was advised a new battery cap will be sent. The device is not being returned for analysis.